Event description:
It was reported that when starting the dialysis air bubbles appeared in the tubing. After investigation, the nurse could see a hole approx. 0.5cm below the bifurcation.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.